Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately nine months ago. Intra-operatively a proximal type I endoleak was noted and the physician decided to implant an endurant aortic cuff 232349. It is unknown if the endoleak resolved. Approximately three weeks ago the patient presented with back pain and a CT scan was done and showed there was a proximal type I endoleak present. The cause of the endoleak is unknown but is likely due to the short aortic neck. No further information was provided. Note: exact event and implant dates are unknown.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (short aortic neck). Conclusion: device failure/lack of effectiveness related to patient condition (short aortic neck).